Event description:
A us distributor contacted zoll to report that a patient developed an itchy, bleeding rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported that they had a scheduled doctor's appointment, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.